Event description:
Account reports incidents in which leakage is occurring at the y-junction during infusion of lipids and maintenance solutions. No medical intervention needed for pt. Although pts are not receiving the correct amount of fluids. Product is being used on neonatal and pediatric patients.